Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that stenosis occurred. In (B)(6) 2013, the patient was diagnosed with stable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. Target lesion #1 was a bifurcated de novo lesion extending from proximal left anterior descending (lad) artery to mid lad artery involving 1st diagonal branch with 85% stenosis and was 18 mm long with a reference vessel diameter of 3.50 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 mm x 20 mm pe plus stent, extending from proximal to mid lad. Following this 90-95% stenosis in 1st diagonal was treated with balloon angioplasty with 5% residual stenosis. On the following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2016, the patient presented for a 6-month follow-up visit with the abnormal stress test which was performed a month prior. The patient also presented complaints of chest discomfort on exertion associated with shortness of breath and was hospitalized on the same day. The patient was then referred for cardiac catheterization which revealed patent study stent in proximal lad to mid lad but with 80% focal stenosis just distal to the study stent. On the same day, the 80% stenosis was treated with balloon angioplasty and placement of 2.75x12mm promus drug-eluting stent in an overlapping manner from the previously placed study stent. Post procedure, residual stenosis was 0% with timi 3 flow. On the following day, the event was considered as resolved and the patient was discharged.